Event description:
The user facility reported that they were unable to insert the assembly. Percutaneous coronary intervention (pci) was performed via a left femoral approach using a 6 french (fr) guiding catheter (asahi hyperion, jl3.5, asahi intecc). A medikit sheath was used (6 french, 11 cm). After the procedure, it was planned to use the angio-seal for hemostasis. The angio-seal guidewire was inserted into the sheath and the assembly was attempted to be inserted into the patient, but the assembly could not be inserted into the patient's body due to high resistance. The device was not used and was removed from the patient. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250 cc. Our sales representative was contacted because the physician wanted to know the cause, if any, of the difficulty in insertion. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The event occurred intra-procedure.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio seal device was returned to for product evaluation. The returned sample included header bag, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated with no damage or issues noted. The complaint could be confirmed for insertion difficulty of the sheath and locator. The exact root cause could not be determined. The likely cause was determined to have been the determined to have been resistance felt due to the tip of the sheath getting caught or insufficient angulation of the device during insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).